Manufacturer narrative:
Corrections: a5a, a5b, d1, d4, d5, g3, h4, h6, h10 a supplemental report is being submitted for corrections. A5a ethnicity corrected to no information and a5b patient race corrected to no information. D1 brand name corrected from heartware® ventricular assist system to heartware ventricular assist system - driveline. D4 model # corrected to 1104. D5 operator of device corrected from physician to lay user/patient. G3 report source corrected from foreign, health professional to foreign, health professional, company representative. H4 device manufacture date corrected from 31-mar-2015 to 31-mar-2014. H6, h10 as a result of review on the complaint file, this report contains an update to the product event summary regarding the formal investigation associated with the reported failure and also updates applicable FDA method, results and/or conclusion code(s) to more accurately reflect what is in the complaint file. The previously reported failure and investigation findings remain unchanged. Product event summary: the ventricular assist device driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable revealed yellowing and cracking of the outer sheath near the previous sheath repair, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Driveline cable, (B)(4), was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable revealed yellowing and cracking of the outer sheath near the previous sheath repair, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Manufacturer has initiated an internal investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The driveline remains implanted. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that a patient implanted since 2014, had a previous sheath repair but a new one had to be done. The patient reported that there was a hole in driveline.  During the service evaluation, a hole was found 10 cmp after driveline connector.  While the patient was inpatient, the patient was given heparin bolus of 5000 ius and the driveline sheath repair was performed according to (B)(4). There were three pump stops during the procedure of approximately 60 seconds. There was no effect on the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.